Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on 550 device. Hcp reported device alarmed fl02 and pt had approximately one hour remaining of treatment. Hcp turned the ultrafiltration control (ufc) off and tmp was 150. Pt's weight after treatment was approximately 1 pound under desired dry weight. Hcp had instructed nursing staff to monitor tmp to maintain the tmp at 150 for remainder of treatment after she turned ufc off. Hcp reported staff did not continue to monitor this pt's treatment properly. Hcp stated this may have caused the additional weight to be removed. Hcp reported pt was asymptomatic during treatment and there was no medical intervention necessary and no pt injury resulted from this event.